Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her daughter was hospitalized on (B)(6)2017 with blood glucose of 600 mg/dl. The customer was feeling tired and sick. The customer's mother decided to bring her daughter to the emergency room when she has been getting blood glucose readings of 400 mg/dl and rose to 600 mg/dl. Customer's blood glucose was 500 mg/dl when checked with meter and blood work. The customer was treated with insulin through intravenous, insulin pen and bolus with the pump. The customer was not wearing the insulin pump less than 48 hours prior to hospitalization. Customer's blood glucose at the time of call was 136 mg/dl. The customer also mentioned getting blood in the tube of the infusion set. The troubleshooting was completed and the insulin pump passed the high pressure test. The customer was advised to change the entire set and treat per health care provider's instruction. The insulin pump will not be returned for analysis.